Event description:
Customer reported via phone, he had dropped the insulin pump in the toilet due to a broken holster. During troubleshooting customer mentioned he currently was experiencing high blood glucose of 486 mg/dl, treated with syringe. Customer stated he didn't have any symptoms. Troubleshooting for high blood glucose was performed. Drive support cap was normal and nor air bubbles or leaks noted. No anomaly noted in the insulin. Customer removed the site and the cannula was not bent or crimped. Customer declined to check his settings as he had received assistance with programming the device. Customer was advised to perform high pressure and he declined as he felt the device was functioning correctly. Customer believes he might be high due to the insulin pump had alarmed low reservoir and only had 10 units left. He is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.